Manufacturer narrative:
Occupation: non-healthcare professional. A product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all tri-tome pc protectors are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the physician chose a cook tri-tome pc protector sphincterotome. The user opened the package and found out the tip of cutting wire was distorted. The entire tip appeared to be bent outside of the 11 o'clock to 1 o'clock range. The stylet was not removed. It was not used on patient. This occurred prior to patient contact; there was no impact to the patient.